Event description:
On 15.june.2025, an unknown lesion (no further information available) was successfully treated with the affected orsiro mission 2.5/13 (expiry date 07.jun.2024). The stent was implanted "without realizing that it had expired". There was no harm to the patient. The patient was discharged home.

Manufacturer narrative:
Combination product: yes. Neither the affected device nor the angiographic material was returned. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the conducted review, no material or manufacturing related root cause could be identified. The orsiro mission was used after the ´"use by" date which is indicated on the product label and warned against in the IFU. It was confirmed that the stent was implanted without realizing that it had expired.